Manufacturer narrative:
Three samples from the affected patient were provided for investigation. One sample was investigated using three different lots of tni reagent. All three tni reagent lots showed positive results. The customer's results could be reproduced.

Manufacturer narrative:
Investigations have determined that the observed tni value was false positive. Although results from serum fractionation of the sample are not completely clear, an interference by a high molecular weight protein can be assumed. Further analysis showed that one of the two assay antibodies were crucial for mediation of this interference. The mechanism of interference, however, is not clear. A specific interference blocking agent could not eliminate the interference assuming that the interfering factor does not specifically bind neo- epitopes of off (ab')2 fragments. Further clarification of the observed discrepancies is not possible with available methods and the current state of the art.

Event description:
The customer reported that they received erroneous results for two samples from the same patient tested for troponin I (tni). The erroneous results from the analyzer were reported outside of the laboratory. The first sample resulted as 0.97 ug/l which is considered positive. The sample was repeated on a vidas analyzer, resulting as <0.01 ug/l and is considered to be a negative value. The second sample was tested on (B)(6) 2014 and resulted as 1.28 ug/l which is considered positive. The sample was repeated on a vidas analyzer on (B)(6) 2014, resulting as <0.01 ug/l and is considered to be a negative value. The patient was admitted to the hospital based on the erroneous results. The patient received an electrocardiogram and other blood tests. The patient is currently fine. There were no deaths, injuries, illnesses, or deteriorations in health associated with the erroneous results. Information on whether the patient was harmed by any action taken was requested but not provided. The tni reagent lot number was 175763. The expiration date for the reagent was asked for, but not provided.

Manufacturer narrative:
This event occurred in (B)(6).